Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having received multiple shocks on two different days. The patient was told that "it malfunctioned." The patient indicated that the battery was going low. The implantable cardioverter defibrillator (ICD) was programmed off. No further patient complications have been reported as a result of this event.